Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot 30184382. A review of manufacturing documentation associated with this lot (30184382) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report number is 1226348-2019-00911. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter email and phone were not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers is 1226348-2019-00911. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure targeting a severe stenosis of the m1 segment of the left middle cerebral artery, when the 4 mm x 39 mm enterprise®2 stent (encr403912 / 11023591) passed through about half of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30184382), the stent could no longer be advanced. The physician did not know if the issue was with the prowler select plus microcatheter or with the enterprise stent, and as a result, the physician withdrew both the stent and the microcatheter and replaced with a new stent and microcatheter of the same product codes and completed the procedure. There was no report of any patient injury. The product is reported as available for return.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure targeting a severe stenosis of the m1 segment of the left middle cerebral artery, when the 4 mm x 39 mm enterprise®2 stent (encr403912 / 11023591) passed through about half of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30184382), the stent could no longer be advanced. There was no issue with advancing the microcatheter. The target vessel was not tortuous. It was reported that there were no kinks or damages on the microcatheter, nothing was obstructing the microcatheter. The physician did not think that the severe stenosis of the m1 contributed to the issue with accessing the target site. The physician did not know if the issue was with the prowler select plus microcatheter or with the enterprise stent, and as a result, the physician withdrew both the stent and the microcatheter and replaced with a new stent and microcatheter of the same product codes and completed the procedure. There was no report of any patient injury and no procedural delay. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile prowler select plus microcatheter was received with the 4 mm x 39 mm enterprise stent. The two devices were contained in a pouch. Visual inspection was performed. The hub was inspected and was observed to be occluded with residues of dried blood. The microcatheter body was inspected and was noted to be in good condition. The distal tip was kinked / bent at 1cm and 2cm from the distal end. The dimensions of the returned microcatheter were measured. Due to the residues of dried blood that was occluding the hub, the dimensions were not within specification. The inner diameter (ID) of the hub could not be measure. ¿ distal ID was 0.0215¿; specification = 0.021¿ minimum. ¿ actual microcatheter outer diameter (od) (45cm from distal end) was 0.0350¿; specification = 0.0375¿ maximum. ¿ actual microcatheter od (5cm from distal end) was 0.0298¿; specification = 0.032¿ maximum functional testing could not be performed as the microcatheter hub was occluded with residues of dry blood. A review of manufacturing documentation associated with this lot (30184382) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00911 and 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to include the additional event information received on 7/4/2019. [Additional information]: the healthcare professional reported that during the procedure targeting a severe stenosis of the m1 segment of the left middle cerebral artery, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 11023591) could not advance in the 150cm x 5cm prowler select plus microcatheter (606s255x / 30184382); there was no issue with advancing the microcatheter. The target vessel was not tortuous. It was reported that when the enterprise stent passed through about half of the microcatheter, it could no longer be advanced. The physician did not know if the issue was with the enterprise stent or with the prowler select plus microcatheter, as a result, the physician withdrew both the stent and the microcatheter and replaced with a new stent and microcatheter of the same product codes and completed the procedure. It was reported that there were no kinks or damages on the microcatheter, nothing was obstructing the microcatheter. The physician did not think that the severe stenosis of the m1 contributed to the issue with accessing the target site. There was no report of any patient injury and no procedural delay. The product is reported as available for return. Updated sections: g.4, g.7, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00911 and 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 6/27/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are 1226348-2019-00911 and 3008264254-2019-00548. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.